Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the vessel sealer extend instrument was burning more than usual. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the burnt tissue was adhered to the jaws. The instrument was replaced to prevent from bleeding. It is unknown if arcing occurred or not. There was no injury to the patient, and the patient has not returned to the hospital due to this issue. The vessel sealer extend (vse) instrument is available to be returned back to isi. There were no photos or videos for isi to review. No patient demographic information was provided. The vse instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system, and it initially failed the initialization test. The instrument was manually manipulated to bypass the initialization test. The instrument then passed the homing, initialization, recognition, and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut without any issues on 2 of 2 attempts but failed the sealing test on both attempts. The instrument passed the electric continuity test. There was no problem detected. Additional observation(s) not reported by site: the instrument was found to have a loose grip cable at the proximal end. Due to the loose grip cable, the instrument jaws would not close fully, causing the instrument to fail initialization on the system. There was no damage to the conductor wire, and the grip cable was not broken. The instrument was found to fail during initialization. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. The system displayed an error self test failed and blade may be exposed message. Review of logs verified nine homing failures with error code 22026 (failed homing). The dislodged blade was likely causing failure during initialization. The loose grip cable at the proximal end is causing the blade to appear to be dislodged at the distal end; furthermore, causing the instrument to fail initialization. The instrument was found to have low torque failures based on the procedure log review and during in-house testing. An error message was displayed: sealing malfunction. Press arm swap to restore control then remove and reinstall. If issue persists, discard instrument. Logs displayed error code 22024, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Logs show strong grip failure errors that match the timestamps as the low torque errors seen in logs. The instrument passed the grip force test with an average reading of 6.51. An advanced vessel sealer extend log review was completed by failure analysis engineering, which is as follows; logs show that the vse instrument lot#: k14250503-0110 was installed 15x, passed 6x and failed 9x. Qty 12 cut complete events and qty 1 strong_grip_fail events were noted. E-100 logs show qty 13 seal events with qty 1 ¿blank¿ error and qty 1 ¿blank¿ event. Logs show the following errors: 1. Qty 3 ¿installed vessel sealer extended failed to engage on usm3¿ errors where pitch axis failed to engage. 2. Qty 9 ¿vessel sealer extended failed during homing on usm3¿ errors. 3. Qty 1 ¿grip torque is outside the expected range on usm3¿ error corresponding to the strong grip fail event in logs. The instrument was used for about 28 minutes. Information in the logs does not explain the ¿burning more than usual¿ complaint. The probable root cause of the customer-reported event cannot be determined based on the information provided and failure analysis results as failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The probable root cause of the loose grip cable is attributed to damage through external collisions or during use. The probable root cause of the low torque failures and failure during initialization is attributed to the loose grip cable. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.